Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device remains implanted. The day after implant, the patient deteriorated and required an emergency pericardial tap. Device function assessment on 3/3 and 3/4 revealed all normal functioning. No lead issues suspected. Should additional information become available, it will be added to this file.